Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "event occurred on 12/22. Nurse was prepping the patient to remove their intrajugular (ij) while they were removing the tape, a small amount of bleeding occurred from a location other than the insertion site which was quickly controlled. The nurse took the ij out per protocol while it was bleeding. Upon further inspection of the ij, it appeared that the lumen split open. Patient assessed with no dyspnea increased oxygen needs or increased work of breathing. Orders to notify service if oxygen requirements go up. Ij kept and placed in biohazard bag available for return. Line was a nine french introducer, the white port line split. In follow up with the nurse there was no dried blood that they remembered. It was cleaned but the dressing was a little loose. They did not snip the line with scissors as it was fresh blood coming out before they had even had the scissors to cut the sutures. It occurred immediately after the tegaderm tape (not the transparent part but the solid white part that is placed typically over lumens)."

Event description:
It was reported that "event occurred on 12/22. Nurse was prepping the patient to remove their intrajugular (ij) while they were removing the tape, a small amount of bleeding occurred from a location other than the insertion site which was quickly controlled. The nurse took the ij out per protocol while it was bleeding. Upon further inspection of the ij, it appeared that the lumen split open. Patient assessed with no dyspnea increased oxygen needs or increased work of breathing. Orders to notify service if oxygen requirements go up. Ij kept and placed in biohazard bag available for return. Line was a nine french introducer, the white port line split. In follow up with the nurse there was no dried blood that they remembered. It was cleaned but the dressing was a little loose. They did not snip the line with scissors as it was fresh blood coming out before they had even had the scissors to cut the sutures. It occurred immediately after the tegaderm tape (not the transparent part but the solid white part that is placed typically over lumens)."

Manufacturer narrative:
(B)(4). The customer report of a torn extension line was confirmed by complaint investigation of the returned sample. The customer provided one photo for analysis which shows a tear in an extension line. Biological material is visible throughout the extension lines and on the outside of the device. The customer returned one sheath assembly for analysis. Microscopic inspection revealed the tear in the proximal extension line was smooth and uniform. While the customer reported that the tear occurred after tape removal, the observed damage is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). A device history record review could not be performed as no lot number was provided. Because the customer report is not consistent with visual analysis of returned sample, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend on reports of this nature.